Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 496. Customer was advised to try and get a backup plan if he is not getting insulin from his pump. Customer disconnected the call. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 496 mg/dl. The customer was not treated yet.